Event description:
Additional information received identified the patient underwent surgical intervention wherein the lead was explanted and replaced which resolved the issue. Effective therapy was achieved post operatively. Reportedly the lead was fractured.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced lead migration. X-ray imaging revealed the epidural lead migrated out of the epidural space. The patient was unable to increase amplitude. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional record review indicated the patient also experienced high impedances on lead. Surgical intervention may occur later to address the issue.